Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal refixation on (B)(6) 2018 the second cinch of the device was not loaded and therefore it could not be applied. The surgical technique was changed and the meniscal was completely removed. The removal of the meniscal was successfully finished. Follow-up investigation: nothing broke off from this device. The second cinch (peek plate) was not loaded on the thorn and could not be applied. The meniscus had to be removed.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The driver met dimensional and material specification. Visual evaluation revealed the driver was received with the hexed tip of the driver broken off the shaft. The broken distal end was not received for evaluation. Complainant's event typically caused when the joint is flexed during insertion of the implant with the driver engaged or prying/leveraging of the driver. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal refixation on (B)(6) 2018 the second cinch of the device was not loaded and therefore it could not be applied. The surgical technique was changed and the meniscal was completely removed. The removal of the meniscal was successfully finished. Follow-up investigation: nothing broke off from this device. The second cinch (peek plate) was not loaded on the thorn and could not be applied. The meniscus had to be removed.